Event description:
It was reported to the manufacturer that a handheld computer was not working properly. Reseating the flashcard temporarily resolved the issue, but it continued to occur. Good faith attempts to obtain additional information have been unsuccessful to date.